Event description:
According to the facility the epidural was placed and the initial dose of medication was given. When attempting to give additional medication the anesthesiologist 'was unable to push the medication, and at that time the catheter was removed and another epidural was placed'.

Manufacturer narrative:
According to the facility the epidural was placed and the initial dose of medication was given. When attempting to give additional medication the anesthesiologist 'was unable to push the medication and at that time the catheter was removed and another epidural was placed'. Per the facility the patient was not injured during the event. The device is available and has been requested to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.